Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered lead integrity warnings for non-sustained ventricular tachycardia and sensing integrity counter (sic). The lead also exhibited noise and oversensing. The rv lead was replaced. No patient complications have been reported as a result of this event.